Event description:
The source literature reported 1 case of intraprocedural aneurysm rupture of an aneurysm treated using bare platinum coils and hydrocoil embolization coils, 1 case of cranial nerve iii palsy after treatment of a very large internal carotid artery aneurysm, 5 cases of postembolization headaches that resolved after treatment with steroids, 1 case of normal-pressure hydrocephalus requiring ventriculoperitoneal shunt placement, 3 cases of vasospasm in subarachnoid hemorrhage patients, resulting in the death of 1 patient.

Manufacturer narrative:
This article (deshaies et. Al. , a prospective single-center analysis of the safety and efficacy of the hydrocoil embolization system for the treatment of intracranial aneurysms. J neurosurg. 2007; 106:226-233) was submitted to the 02/09/2009. On 06/01/2009, upon consultation with nurse consultant, reporting systems monitoring branch, division of postmarket surveillance, office of surveillance and biometrics, cdrh/FDA, the company obtained clarification that this information should also be reported to the FDA office of surveillance and biometrics as a MDR.